Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed experienced compromised force sensor system. Customer's blood glucose value was unknown at the time of the incident. The drive support cap is sticking out. The customer was assisted with troubleshooting. Customer will not return device for analysis.

Manufacturer narrative:
Device passed the displacement test and operating currents but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to compromised force sensor system alarm. No unexpected battery power loss noted.